Manufacturer narrative:
Test strip lot # 1020215082, expiration date: 3/2017. Control solution lot # none. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
The consumer called into customer care concerned with her high blood glucose readings. It was reported to nova biomedical on (B)(6), 2015 that the consumer performed a blood glucose test at 9:11am on (B)(6), 2015 getting a result of 538 mg/dl. At 9:51am same day, the consumer performed another blood glucose test getting a result of 365 mg/dl. The consumer went to the hospital because she was concerned with her high blood glucose results. It is unknown what time the consumer went to the hospital, but when the emergency room performed a blood glucose test using their unknown meter they received a result of 110 mg/dl. It was reported that the consumer was not treated while at the hospital and was released. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any control solutions.

Manufacturer narrative:
The consumer's complaint could not be confirmed. The consumer did not return the glucose meter nor the test strips in question. Although the consumer did not return the blood glucose test strips in question, qa retain test strips from the same lot were utilized to complete the investigation. Results obtained were within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.